Manufacturer narrative:
(B)(4). The patient was discharged from the hospital after 13 days of hospitalization and has recovered from the peritonitis event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same date as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified medication (dose, route, frequency, and duration not reported) for the peritonitis. The recovery status of the patient was unknown. It was not reported if the patient was retrained on proper aseptic technique. Dianeal therapies were ongoing. Additional information is not available at this time.